Event description:
Stent re-stenosis. Two years post index procedure the patient was admitted to the hospital for a typical chest pain, which required pci. Repeat angiography demonstrated in-stent restenosis in the 1st diagonal which was treated by angioplasty (direct stenting) implanted a taxus stent 2.5 x 16mm. There was no significant lesion in the distal lad. Following stenting, no significant lesion, and no stent thrombosis, timi 3. No complication during the pci and the hospitalization. Medication at discharge: plavix, aspegic, tahor 40, mopral, coversil 2mg. Nine months post procedure the patient returned for an unscheduled office visit with complaints of stable angina. Repeat angiography demonstrated in-stent restenosis. The patient experienced recurrent ischemia with ischemia on angiography. A re-ptca was performed with a 2.5 x 8mm cypher stent implantation. The patient was discharged from the hospital the following day. (This event was previously reported under MFR. Report # 9616099-2005-01114.) This male patient with a past medical history of hypertension, hyperlipidemia and past smoker, was admitted to the hospital in 2004, with a chief complaint of angina. The patient was currently taking aspirin and heparin. The patient was taken to the cardiac cath lab, where angiography revealed 1-vessel coronary disease. Clopidogrel, aspirin and heparin were administered during the procedure. There were no difficulties in accessing or wiring the vessel noted. The totally occluded, irregular, eccentric, type b2, 1st diagonal lesion was direct stented. The lesion had a reference diameter of 2.5mm with thrombus present. A 2.75 x 13mm bx sonic stent was deployed at 11 atmospheres with satisfactory results. Pre-procedure timi 0 flow was recorded and post procedure timi iii flow was recorded. The patient was discharged on aspirin, statins, beta-blockers and ace inhibitors, for which he is reported to have been compliant. A review of the device history records associated with this final lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days upon receipt.